Event description:
It was reported to boston scientific corporation that the patient had a post op visit on (B)(6) 2008. However, no clinical information is available or known. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2008. According to the complainant, as a result of the implant, the patient experienced pain and suffering. All other information, including the patient's current condition, is unknown. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.